Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufactured date: between december 1, 2020 to december 2, 2020. H10: the device was received for evaluation. Visual inspection revealed that the bladder was ruptured. The ruptured bladder was examined for signs of abnormality; no signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined; however, may be due to inherent variation in the material during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an infusor sv (small volume) ruptured during filling at the hospital. The device was manually filled with unspecified medication using an unspecified syringe. There was no patient involvement. No additional information is available.